Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient had difficult anatomy and two days after implant this lead dislodged into the cs. The physician replaced this lead with no complications.